Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
During a da vinci-assisted surgical procedure, the harmonic ace blade was broken. A fragment fell into the patient while grasping tissue and was retrieved during the same procedure. The fragment was retrieved with the other forceps by the assistant and confirmed to be retrieved with visual confirmation. No additional procedures were required. No post-operative imaging was performed. The procedure was completed robotically with a back-up harmonic ace instrument. The procedure was completed with less than a 15-minute delay. There was no report of additional injury and the patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.